Event description:
It was reported that the patient had been hospitalized for 3 days, with diabetic ketoacidosis (dka) high blood glucose levels exceeding 500 mg/dl and vomiting, while wearing the pod between 24 and 36 hours. The patient was unsure if the cannula was properly inserted into the infusion site (abdomen) after bumping it. The patient applied a new pod and had administered manual injections if insulin. Once at the hospital the pod was removed and was placed on an insulin drip, administered fluids and potassium.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.